Event description:
When the device was used during a lobectomy, the retaining pin jammed after the device was fired. The device was removed by cutting from the specimen side of the tissue. The tissue sample was adequate for clinical pathology report. The case was completed with a like device with no pt consequence.